Manufacturer narrative:
Correction/removal number: it was inadvertently reported in the initial report that the report is related to fsca 1627487/06/02/2017/001-c.

Manufacturer narrative:
Date received by MFR: the date received (feb 6, 2019) was inadvertently omitted in the previous follow up report - 01.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported ((B)(6)) the patient¿s ipg was unable to communicate with external device following radiation therapy. Surgical intervention may be taken at a later date to address the issue.